Manufacturer narrative:
Complaint allegation is not confirmed. One unpackaged ar-6480 arthroscopy pump serial number: (B)(6) was received for investigation. The returned device was visually inspected, and no problems were noted with the device. The returned device was assembled with an ar-6420 lot# z4011, an ar-6425 lot# x0101, and an ar-6430 lot# 69910382 pump tubing and was tested and evaluated to see if the reported failure could be reproduced. The pump was connected to the power and turned on. After selecting the desired pressure, the run button was pressed to start the machine. The device was run for 30 minutes with no issues. The returned device was observed to function as intended. The tubing was then replaced with an ar-6410 lot#: 73988853 and an ar-6430 lot#: 73002759 to replicate the conditions in which the reported failure occurred. The pump was run for an additional 30 minutes with no issues. No problem found. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected¿no problem found. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. These results indicated no problem with pressures.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the pump is defective. This was noticed after the surgery. There was no harm for the patient, operator or third party reported. Also there was no case involvement reported. No further information received. Update avoe 12-jun-2024: further information was provided that the error occurred during an arthroscopy surgery on the 23-apr-2024. During operation, the surgeon was not satisfied with the suction of the device. The suction tubing was unhooked again and re-hooked. Unfortunately, without success. As a result of all this, the other tubing (inlet) naturally became unsterile. The pump was stopped and the other tubing was also replaced. After this, the pump could no longer be started (the device was running but no longer showed any reaction). A second as tower was used and the surgeon was able to complete the surgery successfully. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. The tubing ar-6420, ar-6425 and ar-6430 with unknown lot numbers were used with the pump.